Event description:
Right large, delayed hematoma no history of trauma. A 57 years old white g3p3 female status post bilateral ixalon sponges 4/25/66- had firmness and cystic mashte's develop so 4/23/74 had bilateral sq mastectomy removal and reconstruction with 200cc dc gels. She had a right open capsulotomy and bilateral mastectomy 8/2/77 (sclerosing aderiosis) submuscular 270cc gels 1/26/79. The right was replaced 9/15/79 (? Why) and right open capsulotomy done.5/13/80 replaced with corning custom bilumen. She had redo 4/13/83 with 175cc polyurethanes but had extrusion 9/7/83. This was recontructed with a 375cc bilumen. 9/18/84 other than right conracture pt was without complaints until jan. 92 when she awakened with doubling in size of right side, painful no history of trauma. Pt has systemic arthralgias, fatigue, neurocognitive problems, rashes, gastrointestinal problems otherwise healthy examination performed.